Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of mechanical indentations and burrs on the blade to be related to the customer reported complaint. The mechanical indentations/ burrs make it difficult to open and close the scissors. The monopolar curved scissors (mcs) instrument was found to have blade damage at the tip of the blades. This failure makes it difficult to open and close the blades. (Scissors do not come together and are spread apart). Two blades' edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the monopolar curved scissors (mcs) instrument does not come together and are spread apart. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.